Event description:
Additional information received noted the patient was doing well, but another refill was performed and a volume discrepancy occurred again, so troubleshooting would be performed. They scheduled an early refill to check the volume, so the last time the refill procedure was done was (B)(6) 2015. The n'vision calculated volume was14.9ml, but 18.5ml was retrieved from the pump, so 3.6ml was the discrepancy.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, implanted: (B)(6) 2014, product type: catheter. Product ID: 8781, implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that a volume discrepancy occurred. The expected reservoir volume (erv) was 3.7 ml and the actual reservoir volume (arv) was 11.5 ml. Upon extraction of the remaining baclofen a greater discrepancy than 20% was noted. Upon the refill, there were no ¿serious¿ withdrawal symptoms the patient was not experiencing major clinical issues. However, there was report of ¿slight muscle stiffness during walking, but has been present for a longer period than previous pump refill,¿ which was also reported as elevated tone in his legs during walking, and increased spasticity. Further, there was a slight elevation of muscle tone and some increase in spasms during physical therapy. Diagnostic testing included checking the logs but there were no anomalies evident. A single bolus of 10% of the daily dose was given in 10 minutes and the effect of this bolus was difficult to interpret. The issue was reported as unresolved. The cause of the discrepancy was not known but reported as a possible partial catheter occlusion. Other actions were not known at this time. Because the patient was not experiencing other withdrawal symptoms, another refill appointment was planned for 4 weeks from now and the refill volume will be checked. Patient and his parent were instructed to report any anomalies and or pump alarms upon first notion. If another volume discrepancy occurs then troubleshooting was to be done to address a possible catheter issue. The implanted date of the catheter was reported as approximate. The pump reportedly remains implanted and in-service. At the time of the report the patient's status was reported as alive-no injury. This device system delivered compounded baclofen. Additional information was requested to verify the patient¿s current status. Should additional information be received a supplemental report will be filed.